Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both cdc but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
This complaint was initially reported to pfizer and pfizer forwarded to mckesson. Caller stated that when drawing up the sodium chloride diluent and placing it into the pfizer covid vaccine bottle, some sodium chloride solution pools at the top of the vial (~0.1 to 0.2 ml of diluent is not going into the vial). She thought it was a syringe malfunction, but this has happened a second time now. No information was received regarding any serious injury as a result of this product report.